Event description:
It was reported that when customer started using guidewire, the tip broke off immediately. All items from the same lot were collected, and the customer requested that all be investigated. A total of 4 bottles were in storage, but 3 of the 4 are unopened.

Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury.